Event description:
It was reported to philips that during a procedure the system produced re-occurring "ma guarding failure" error messages. The procedure was delayed while the customer attempted to restart the system. After the third attempt, the customer brought in a different system to complete the procedure. The report indicated that there was a serious injury; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing a planned non-emergency treatment when the issue occurred. After an inquiry into the serious injury claim in the initial report it was relayed to us by the customer that there was no harm to the patient. A philips field service engineer (fse) inspected the system on site and identified an issue related to the x-ray tube ma (milliampere) output. The system's x-ray tube was replaced, and the system was returned to use in good working order. Re-evaluation of the reported event has led to the determination that this event is not reportable. The reported issue did not lead to a death or a serious deterioration in the state of health of a patient, user or other person and based on historical data it's unlikely to do so were it to recur. Based on re-evaluation, philips concludes that the event as communicated in the complaint is not reportable. The codes have been updated based on investigation outcome